Event description:
It was reported that the skin spacer on the 9800 sys was not present during testing. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The skin spacer was located on the workstation during the svc call. The sys was tested and found to be working as intended and put back into svc.